Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) due to artifacting on the right ventricular (rv) lead during a high rate episode and the appropriate morphology was unable to be determined. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.